Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 (gly) results for 1 patient, ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz results for 1 patient, tp2 total protein gen.2 and ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for 2 patients, ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for 1 patient, and crej2 creatinine jaffé gen.2 results for 1 patient on a cobas c 503 analytical unit. Refer to the highlighted sections of attachment "pt68998.pdf" for patient results. It is unknown which results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The nozzle was dirty. Cleaning the nozzle appeared to solve the issue. The investigation is ongoing.

Manufacturer narrative:
Due to the lack of data provided, the cause of the event could not be determined.